Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high, out of range pacing impedance measurements and noise. The patient reported feeling short of breath. The local health care provider reported that the patient does not require atrial pacing so the lead was programmed off. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.